Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged. During the revision procedure, it was observed that the patient's chest felt warm and there was infectious looking drainage in the pocket as well as on the implantable pulse generator (ipg) and leads. The system was explanted and replaced. No further patient complications have been reported as a result of this event.